Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during a gastroscopy procedure. While attempting to close the clip, the handle separated. A different device was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this ocurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation along the glue joints. Also, the handles are worked to ensure smoothness of workability. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. The lot number was requested, but could not be provided by the reporter. Because the lot number is unavailable, we are unable to determine if this particular device was made prior to the corrective action. Customer quality assurance will continue to monitor for complaint trends.